Manufacturer narrative:
The reported complaint of "the user observed the 500ml saline bag to be empty" while using the icy catheter (lot # 170887) was confirmed during functional testing. A pinhole leak was observed at the distal end of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the proximal luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot number 175937.

Event description:
After 3 1/2 hours of ivtm therapy, the console generate the air trap alarm and the 500ml saline bag had emptied. There were no traces of saline on the bed or the floor. The icy catheter (lot # 170887) and the tubing were checked as per IFU, and the catheter leak was suspected. The icy catheter was replaced, and the therapy continued with the same console. No consequences or impact to the patient.